Event description:
An endurant evo stent graft system was implanted in patient for endovascular treatment of a 6cm in diameter fusiform abdominal aortic aneurysm. The proximal neck was 25-24 mm in diameter and 70 mm in length. The angle between the proximal aaa neck and the supra renal aortic axis was 40 degrees. The angle between the proximal aaa neck and main axis of aaa (infrarenal angle) was 75 degrees. It was reported that the 12 month follow-up imaging showed there was a proximal type I endoleak. The aneurysm was 56 mm in diameter. An intervention was not performed. The investigator assessed that the event is related to the study device and not related to the procedure. A secondary endovascular procedure was done and cp-stent was placed; however, the event is continuing. No clinical sequelae were reported and the patient is fine. Please note that this device, endurant evo, is not marketed in the united states; however, it is similar to the united states marketed device, endurant ii. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: the previously reported proximal type I endoleak was assessed by the investigator to have resolved.